Event description:
It was reported the patient never had therapeutic effect with their first stimulator because their healthcare provider did not place the lead correctly. It was stated it was more towards the patient¿s anus. It was noted the patient tried different programs but it did not help. Reportedly, the patient had good results during the trial. The patient went to a new healthcare provider and they encouraged the patient to do the surgery again and place the lead correctly. It was noted they replaced the implant in (B)(6) 2013 and put it on the right side.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v656930, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. (B)(4).